Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that t-wave oversensing (twos) was observed on the right ventricular (rv) lead. Numerous episodes of the twos were treated. No additional information could be obtained after multiple follow-up attempts. The rv lead and device remain in use. No patient complications have been reported as a result of this event.